Manufacturer narrative:
It was reported that the patient expired while being monitored on the bedside monitor (bsm). The cap-one cable adapter that was in use is not intended for use on neonate patients and was not sensing the infant's respiration volume well enough to give readings. The device was monitoring and alarming appropriately, working as intended up to the end. There was no malfunction of the nihon kohden device. The cause of this event was the incorrect utilization of the cap-one cables by the clinical staff. Nihon kohden will send the biomedical engineer information regarding the proper adapter needed for neonate use via email.

Event description:
It was reported that the patient expired while being monitored on the bedside monitor (bsm).